Manufacturer narrative:
(B)(4).

Event description:
An aneurx and endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient came in for a routine follow up. Three days later, the patient developed abdominal pain. No rupture was seen; however, some free fluid was seen in the abdomen. The patient's white count started to elevate. The physician is unsure if there might be a graft infection and elected to perform an axillary bilateral femoral graft bypass and then explanted the stent grafts. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.